Event description:
Reporter stated that in 2004 the pt was working outside in extreme heat, and later that evening (6 or 7 pm) the pt's blood glucose was 300+mg/dl. Pt changed their infusion set tubing and later their blood glucose was 170mg/dl. At 1-2 am, the pt experienced a seizure and emergency medical tech's were called. Emergency medical tech's tested the pt's blood glucose and the results were 22mg/dl and 28mg/dl. Pt was given a saline IV, "sugar pills," and orange juice.